Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio did visually observe corrosion on the device's battery pins. As a precaution, the device's battery pins were replaced and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party biomedical engineer contacted physio-control to report that their customer's device will power off by itself. The customer had reported to the biomedical engineer that following the loss of power they were unable to power the device back on by pressing the power button. The customer advised that they had to remove the batteries, then reinstall them, in order to power the device back on. There was patient use associated with the reported event; however, the customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information about the patient and the event from the customer; however, no response has been received.